Event description:
It was reported that a spectrum pump failed pounds per square inch testing during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion and the force sensor was found to be within specification. A review of the event history log revealed multiple 'downstream occlusion!' Messages however the history log cannot be used to determine the pressure reading at the time of alarm. The device has been serviced within the last twelve months for refurbishment. The current reported problem does not appear as a repeat symptom. Review of the prior service record does not indicate that a related failure occurred. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.